Manufacturer narrative:
Pr (B)(4) follow up MDR for device evaluation: no photos or physical samples that display the reported condition were available for investigation. A comprehensive review of the device history was conducted for the optima injector n40-o (lot 2411305) and optima connector c35-o (lot 2412504). This review revealed no deviations or non-conformities during the manufacturing process that could have contributed to the reported issue. Three retained samples of each lot were submitted for further evaluation. Visual inspection of all retained injector and connector samples showed no signs of damage or anomalies. Attachment-detachment and dimensional testing were performed, with all results meeting specified requirements. Based on the available information, no root cause related to manufacturing could be identified. The quality team will continue to monitor complaints related to this device and reported condition for any emerging trends.

Event description:
It was reported leakage. Verbatim: tanovea 0.74 ml was drawn into a 1 ml syringe and attached to the fluid dispensing connector connected to the c-35 vial access device. This was then connected to the 20 ml syringe containing 11.5 ml of 0.9% sodium chloride to create a total volume of 12.2 ml. After dilution a large bubble was in the patient syringe, the 1 ml syringe was removed and replaced with a 3 ml syringe attached via an n40 connector. Per our master formulary records, the diluted solution needs to be pushed back and forth slowly between syringes a total of five times to ensure thorough mixing. On the final push, a small leak was observed at the connection between the 3 ml syringe (with n40) and the fluid dispensing connector. This resulted in the release of diluted tanovea. Additional information so the pieces were: two c-35 bd phaseal¿ optima infusion connector, lot: 2412504 product number: 515070 one fluid dispensing connector, lot: 0061962180 product number: 415080. N40 connector (with 3 ml syringe), lot: 2411305 product number: 515056. Per additional response: the leak occurred between the fluid dispensing connector and the c35 connector. The fluid started coming out at the threaded tip of the c35, completely bypassing the fluid dispensing connector. I have completed the producer successfully many times, and the medication was then administered to the patient. The 3 ml syringe I used was not a bd product. The pieces were very much securely connected. When further diluting the final product, we will push the contents back and forth a few times to ensure the medication is evenly mixed without replacing any pieces in a single motion. Example per our own master formulary/compounding record step 4. Dilute tanovea to 0.5 mg/ml concentration: . Using two bd optima connectors (c-35) attach to ends of a fluid dispensing connector (green syringe to syringe connector). Attach one c-35 to syringe containing saline. Attach other c-35 to syringe containing tanovea. Slowly push tanovea into saline. Push solution back and forth at least 5 times. While holding syringe containing final product carefully detach adapter with empty syringe then the initial push of syringe containing tanovea into the final volume of normal saline was fine and even pushing the contents back and forth was also fine, until about the 3rd or 4th try was when the leakage occurred.

Manufacturer narrative:
H11 -a device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported leakage. Verbatim: tanovea 0.74 ml was drawn into a 1 ml syringe and attached to the fluid dispensing connector connected to the c-35 vial access device. This was then connected to the 20 ml syringe containing 11.5 ml of 0.9% sodium chloride to create a total volume of 12.2 ml. After dilution a large bubble was in the patient syringe, the 1 ml syringe was removed and replaced with a 3 ml syringe attached via an n40 connector. Per our master formulary records, the diluted solution needs to be pushed back and forth slowly between syringes a total of five times to ensure thorough mixing. On the final push, a small leak was observed at the connection between the 3 ml syringe (with n40) and the fluid dispensing connector. This resulted in the release of diluted tanovea. Additional information so, the pieces were: two c-35 bd phaseal¿ optima infusion connector, lot: 2412504 product number: 515070 one fluid dispensing connector, lot: 0061962180 product number: 415080. N40 connector (with 3 ml syringe), lot: 2411305 product number: 515056.